Manufacturer narrative:
There is no indication of component failure or malfunction as connectivity was able to be established by placing significant pressure on the external devices to decrease the distance from the ipg. The patient is reported to be only mildly active and has been compliant with all post-implant recovery instructions and education. Migration is a known inherent risk of implantable neuromodulation devices and there has been no additional contributing factors identified.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. In (B)(6) 2025 the patient was seen by a nalu representative to assess reports of increasing challenges with connectivity between the implantable pulse generator (ipg) and the external therapy discs. Imaging done during that visit confirmed the ipg had migrated to beyond the recommended depth as well as rotating to no longer be fully parallel to the skin surface. On (B)(6) 2025 the migrated ipg was removed and replaced with a new one. The existing leads were left in place and connected to the new ipg.